Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in clinic for normal follow-up. Crosstalk was observed. Reprogramming was performed. The patient will be monitored with routine follow up.